Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the complaint was not confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. Additional observation not reported by the customer: the instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the prograsp forceps instrument was directed to be returned for evaluation due to an emergency situation. The customer was able to replace the instrument with another prograsp forceps instrument. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the emergency situation which took place was advised to be the patient side cart (psc) experiencing a fault. It was reported that the technical support engineer (tse), surgeon, and nursing team attempted to resolve the issue for 40 minutes. However, the issue with the psc was not resolved, and as a result, the surgeon converted to open surgery. It was believed that the emergency release kit was used to release the instrument from the tissue it was grasping. The surgeon was able to successfully open the jaws intraoperatively and release the tissue with use of the instrument release kit (irk). There was no adverse effect to the grasped tissue, unexpected tissue removal, or bleeding as a result of the issue. There was no injury to the patient reported. Under related patient identifier (B)(6), it was reported that the customer contacted technical support to report an error occurred during the middle of the procedure and resulted in the system shutting down. A system overheating message was displayed on the screen during the shutdown sequence. The system was allowed to cool down for approximately 30 minutes with occasional attempts to turn it on, but the overheating message reoccurred on each restart. After the 30 minutes elapsed, the surgeon elected to covert to open surgery to complete the procedure. The irk was used on instruments and the procedure completed non-robotically. Isi followed up with the initial reporter and obtained the following additional information: the instruments were not clamped onto the patient. The vision cart overheated due to the drapes being too close to the core intake. The system was working normally up until overheating and there were no issues during setup. The surgeon gave the system time to cool down but the video slice (vsl) card was faulty. The surgical procedure delay did not occur during a critical part of the procedure. The surgeon was not anticipating a conversion to open surgery. The patient tolerated the change and the procedure was completed via alternative means. No post-operative complications were communicated after the procedure.